Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir displayed an error message in the screen reported as eb. The humapen memoir was associated with product complaint (B)(4) / lot 0905c01. Upon evaluation, the device was found to have a permanent error code of f8, and no missing or extra segments were seen. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received (B)(6) 2011 via global product complaint database. Updated lot number. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; updated the malfunction field to yes/not cirm; added the returned dated for the device; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient reported their humapen memoir device displayed an error message in the screen reported as e8. Investigation of the returned device (batch 905c01, manufactured may 2009) found a permanent error code f8 in the display. The permanent error code f8 indicates the electrical-self test (est) has failed. A permanent error code f8 remains in the display and no doses will appear, even if the user tries to dial their dose. This malfunction renders the device unusable and may result in an inaccurate dose of insulin only if the user attempts to dial their dose by incorrectly dialing a dose by counting clicks because the device remains mechanically functional. A reportable malfunction of missing or extra segments was not observed during the investigation. The user manual instructs that if the display exhibits a permanent error code do not use the pen; contact lilly at xxx-xxx-xxxx or your healthcare professional. Improper use and storage - there is no evidence of improper use or storage

Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir displayed an error message in the screen reported as eb. The humapen memoir was associated with product (B)(4) / lot 0905c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(6) 2011: additional information received (B)(6) 2011 via (B)(6) database. Updated lot number.